Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. Cobas® liat® system (s/n (B)(4)) a customer from the united states alleged that they received potential false positive results for 2 patients¿ samples when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6) 2021 they observed a sars-cov-2 negative, influenza a positive, influenza b positive result for a patient¿s sample generated when analyzed on the cobas® liat® system (s/n (B)(4)). The patient¿s same sample was repeat tested on a different cobas® liat® system (s/n (B)(4)) that also generated a sars-cov-2 negative, influenza a positive, influenza b positive result. A newly collected sample from the patient was sent out for testing at the customer¿s regional lab for covid only and a sars-cov-2 negative was generated test platform not provided. On (B)(6) 2021 the customer reported that they observed a sars-cov-2 negative, influenza a positive, influenza b positive result for a patient¿s sample analyzed on the cobas® liat® system (s/n (B)(4)) the patient¿s same sample was repeat tested on a different cobas® liat® system (s/n (B)(4)) that generated a sars-cov-2 negative, influenza a positive, influenza b positive result. The patient¿s same sample was sent out for confirmatory testing of sars, flu a and flu b at regional lab on a different platform test platform and test results were not provided. Patients sample was collected using nasopharyngeal in bd universal transport media 3ml. The customer confirmed there were no allegations of harm to the patients. The results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The complaint allegation was not observed. The samples were indicative of samples with a low viral load near the limit of detection (lod) of the assay. (B)(4).